Manufacturer narrative:
E3: non-healthcare professional / company representative. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited dents on the distal edge, a chipped light guide cover glass, and cracks on the side of the video connector. There was no patient involvement.